Event description:
Customer reported bent pins on the lemo receptacle. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the lemo receptacle. System operates as intended. (B) (4).